Event description:
The customer reported that the device showed a defib failure cycle power error 8000 which is a processor error. There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.